Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the keypad cover was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to be responsive to button presses during testing. The keypad was removed and no contamination was found under the button contacts. The pump was opened and no moisture or loose components were found. The keypad flex cable was fully inserted into the keypad flex connector and the connector latched. The complaint of under responsive keypad buttons was not duplicated during investigation. Unrelated to the complaint, inspection of the pump revealed multiple cracks in the battery compartment.